Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "leak issue on the resectoscope. No negative impact in state of health reported."

Manufacturer narrative:
MDR (B)(4) is voided and there will be no follow up. This event was already reported under (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).